Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the introducer sheath on an angio-seal device did not connect correctly. They opened a second device and it worked correctly. There was no blood loss or patient injury reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6 fr angio-seal vip was returned for evaluation. The plastic pouch was returned along with the hemostasis sheath, which was mated with the locator. The returned locator was subjected to microscopic analysis. The radius measurements on the mating knob were not within the manufacturing dimensions but the device was used multiple times during use and testing and it is likely that the edges became deformed due to repeated usage. It is likely that the repeated and forceful off axis insertion led to the loss of dimension. The mating wings of the locator were also observed to sustain transverse damage. This damage could be replicated by inserting the locator inversely into the sheath and then forcefully removing and re-positioning. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the deformation is unknown but testing of the available samples shown that incorrect or repeated off axis insertions insertion could lead to deformation of the molded mating knob causing the reported event.